Event description:
It was reported that the pt experienced a lack of therapeutic effect. The status lights using the pt programmer indicated a depleted neurostimulator. Additional information received reported that the pt had a right side system infection. The pt was treated with perioperative antibiotics. The pt did not have meningitis. The symptoms of infection were redness, drainage, and incisional wound opening. The primary location of infection was the lead track. The pt was treated with a total system explant and oral antibiotics. No pt outcome was reported. Reference MFR report #3004209178-2008-01806.